Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower drawer was failed. A field service engineer performed preventive maintenance to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed tower drawer. The customer stated that their medications can be obtained from an alternative station or from the pharmacy. There were no adverse events or injuries reported based on this event.